Manufacturer narrative:
The loss of sound was the result of a latent component failure in the (B)(4) assembly.

Event description:
Intermittent loss of all audio from the system, both doppler generated and windows generated. Rebooting the system did not always restore audio functionality.